Event description:
Home patient (hp) contacted baxter's technical service center (tsc) for assistance in the last fill of their automated peritoneal dialysis (apd) treatment. Reportedly, hp had an insufficient amount of solution left to complete their last fill which caused the homechoice machine to alarm "check lines and bags". In an endeavor to resolve the issue, hp disconnected one of the supply bags from the supply line of the homechoice set and replaced it with a new bag. Tsc assisted hp in ending therapy early. Per rn, no patient injury or medical intervention was associated with this incident.